Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 121 mg/dl. Customer stated that the act button was not working. Customer stated that the pump was in his pocket because his belt clip was broken. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no act button response due to flattened button dome switch. No button error alarm noted during testing. Insulin pump received without the original pump belt clip. No damage on pump belt clip slot noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.